Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals cracked while loading the seals into the delivery tube. A third seal was used but the heartstring seal didn't unravel completely during the removal process. The seal was removed without damaging the anastomosis. No patient complications were reported by the hospital. The third heartstring seal was used past the labeled shelf life.